Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 98% stenosed and located in the mid right coronary artery (rca). The lesion was treated with four passes of the oad on low speed. Following the fourth pass, the oad was removed and imaging revealed a perforation adjacent to the area of atherectomy treatment. Balloon angioplasty was performed for three periods of five minutes to resolve the perforation and a stent was placed. The patient was in stable condition following the procedure.